Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during set-up, it was observed that the motor device was overheating and smoking. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was smoking and the unit reflected low power with a reading of 73k rpms on the console which is lower than manufacture specification (73k rpms; specified reading is console display-80,000 rpm), the unit reflected heat with a reading of 119.3 degrees fahrenheit which is greater than manufacture specification (119.3 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 78 decibels which is greater than manufacture specification (78 decibels; specified reading is sound level must not exceed 76 decibels). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.